Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the hemodynamic department the intra-aortic balloon (iab) was to be inserted by an experienced doctor. The insertion site was the right femoral artery. The md inserted the sheath and exactly at the point of iab insertion through the sheath, the md experienced difficulty. As a result, the iab was removed and another iab was inserted successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. The interruption/delay in therapy is listed as 20 minutes. There were no reported patient complications. The patient is in the intensive care room.